Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt (blunt tip trocar) black inflation valve dislodged, causing the balloon to deflate. The procedure was completed using a stopcock or a cap to hold the valve down. The hospital did not report any patient complications. The product was discarded.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)